Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for generator replacement due to eri. When the lead was attached to new device, high, out of range hv lead impedances were observed. The device was replaced.

Manufacturer narrative:
The reported field event of high hv lead impedance (hvli) was confirmed in the laboratory. The device was tested on the bench and the high hvli was traced to anomalous impedance measurements from transistors on the hybrid. Further investigation found the root cause of the field event was due to a connection issue between components on the hybrid.